Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Throigh visual inspection, a grey foreign matter was observed on the stopper. A device history review was performed for the reported lot 2404116, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of lot 2404116 were used for additional evaluation. The products were visually inspected and no particles or other foreign matter was observed within any of the devices. The stopper is provided by an external supplier and incoming inspections are performed according to procedure. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines and equipment undergoes daily cleaning according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Based on visual characteristics, the particle may be silicone mixed with dirt. Without the physical sample, characterization testing cannot be performed to identify the specific composition, therefore we cannot identify when within the manufacturing process, the particle may have originated from. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Information provided by the customer theatres mater private hospital level 7: bd plastipak 50ml syringe luer lok: contents inside of unopened sterile syringe, no holes were detected in the steri peel when opening. The contents have a mould like appearance. Not used on a patient. Sample shown and given to anesthetic management.